Manufacturer narrative:
H6 patient code added: cardiac perforation. H6 impact code added: surgical intervention. H6 evaluation method code corrected from device not accessible for testing to device not returned.

Event description:
It was reported a pericardial effusion (pe) and conversion to surgery occurred. The left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) imaging revealed there was not a pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed using versacross connect (vcc) and a watchman access sheath (was) was advanced into the left atrium (la). A 24mm watchman flx pro delivery system and closure device (wds) was advanced, deployed, and implanted using a withdrawal technique. Hypotension was noted after closure device implantation, which had been an issue noted by anesthesia for an amount of time but now required multiple medications as interventions. Ice revealed a pe near the right ventricle, and a contrast injection was performed on the closure device which showed no obvious pe coming from the laa. A pericardiocentesis was performed and the bleeding was never able to be contained. Protamine was given immediately to reverse the heparin given during the procedure, and at that time the activated clotting time (act) was 288. Over the next 90 minutes, 600ml of blood was withdrawn from the pe and auto transfused. The procedure was converted to an open sternotomy cardiac surgery to investigate the continuous bleed. There were no further details reported. It was further reported that effusion sweeps were performed after tsp, and also immediately after the drop in blood pressure was noted. The open sternotomy surgery was successful, and the cardiac perforation was noted just under the laa by the mitral valve, and it was surgically repaired. It was further corrected that the wds was not implanted but was fully recaptured after deployment and removed prior to the patient undergoing surgical repair of the cardiac perforation. The patient was discharged.

Event description:
It was reported a pericardial effusion (pe) and conversion to surgery occurred. The left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) imaging revealed there was not a pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed using versacross connect (vcc) and a watchman access sheath (was) was advanced into the left atrium (la). A 24 mm watchman flx pro delivery system and closure device (wds) was advanced, deployed, and implanted using a withdrawal technique. Hypotension was noted after closure device implantation, which had been an issue noted by anesthesia for an amount of time but now required multiple medications as interventions. Ice revealed a pe near the right ventricle, and a contrast injection was performed on the closure device which showed no obvious pe coming from the laa. A pericardiocentesis was performed and the bleeding was never able to be contained. Protamine was given immediately to reverse the heparin given during the procedure, and at that time the activated clotting time (act) was 288. Over the next 90 minutes, 600 ml of blood was withdrawn from the pe and auto transfused. The procedure was converted to an open sternotomy cardiac surgery to investigate the continuous bleed. There were no further details reported.